Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported upon opening the package, multiple needles in the box were found to be contaminated.

Manufacturer narrative:
Section d4 has been updated to include lot number 829167. Four opened but unused samples were received at the plant for the investigation. The needles were visually examined and were found to have a very thin piece of string flash extending from the gate of the safety shield and wrapping around the needle. The string flash originated from the gate of the safety shield, so it is not foreign contamination of the device. The reported condition is confirmed. The exact root cause of the molding flash could not be determined based on available information. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter and molding flash. The lot met the acceptance criteria and was released. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of the machine setup was conducted and revealed no issues. An issue impact assessment was conducted for magellan gate strings. The bio-compatibility testing report for the magellan safety needles revealed that the product demonstrated no evidence of cytotoxicity, the material has no evidence of potential sensitization, no evidence of hemolysis, and no evidence of acute systemic toxicity. The bio-compatibility testing report confirms the potential harm is low risk. The overall risk score of the defect was ¿low¿ for the issue impact assessment. Based on the low risk associated with the issue, no additional corrective action will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.